Event description:
The patient (B)(6) received a scs system, including an ipg, on (B)(6) 2010. It was reported that the patient lost stimulation. The communication between the ipg and patient programmer was allegedly normal. A replacement programmer did not resolve the issue. No further information is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.